Manufacturer narrative:
The insulin pump passed all functional test, including prime, displacement, rewind, basic occlusion, occlusion, and excessive no delivery alarm test. Unit had scratched display window, cracked battery tube threads and belt clip slot.

Event description:
Customer reported that she was hospitalized due to high blood glucose. Customer stated that the blood glucose reading was 555 mg/dl at the time of hospitalization. Customer stated that her insulin pump died and did not deliver any insulin. Nothing further was reported.